Event description:
Pt underwent removal of four third molar teeth in 2009. A stryker command 2 impaction drill was used with a brand new stryker drill guard and a brand new stryker drill. The drill guard overheated within 15 seconds of use and the pt's left corner of the mouth -left commissure- was burned from the heat of the drill guard. The expiration date on the drill guard was february 2010. We have had several of these types of injuries over the years and reported them to the manufacturer. They did take the step of providing an expiration date on the drill guard but the problem still occurs. We need a safer drill system, the manufacturer needs to improve the system to ensure pt safety. Dates of use: 2009. Diagnosis or reason for use: impacted wisdom teeth.